Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the identified failures is cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: adhesive peeling of distal end that led to distal end not secured should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a distal end that was not secured. There was no patient involvement.